Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event after receiving multiple correction doses. Ems was called, and the user was treated in the emergency room with intravenous glucose. The user was released the same day.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.